Manufacturer narrative:
D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device received very dirty. Enclosure and front cover have multiple nicks and dents, pole clamp discolored and missing part of the handle, quick connect corroded, outdated pcb and power switch, line cord plug prongs are bent, water tank cover is cracked, and heater is corroded. Functional tests could not confirm the complaint as it could not get past the electrical tests. The exact cause could not be determined. The most probable cause is a pcb malfunction from wear of age. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit would not calibrate and the temperature was 10 degrees off. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.